Manufacturer narrative:
(B)(4) follow up report: investigation is in progress as of 15-jan-2024. We will provide a final report upon completion. This report is filed with the FDA due to an event experienced with a device that is same/similar to those placed on the market in the USA, however, this event occurred outside of the USA. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4). Final report: an investigation was launched into this event by the manufacturer (oo). Complaint devices were not returned for evaluation. A review of product history records was performed which revealed that no anomalies were observed in the device history records of ops plan which may have caused or contributed to this event. The ops plan, acetabular and femoral guides were made in accordance with specification. Upon investigation, the patient had a reasonably high pre-operative risk in terms of their spinopelvic profile (adverse pelvic mobility in flexion, and very close in extension too) and a dual mobility cup was used at primary to account for this. There is no indication that ops would have contributed to the dislocation. Based on the above information, optimized ortho has concluded that this event was unrelated to the use of ops technology. There is no evidence to suggest that this issue is systematic. Therefore, no further corrective or preventive action is deemed necessary. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Revision after approximately 4 years due to dislocation.

Manufacturer narrative:
An investigation into this event has been launched. An update about root cause investigation results will be provided by oo in subsequent follow up reports. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to the event. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA.